Event description:
During a regular device follow-up, the physician observed that both atrial and ventricular lead impedance curve were not displayed in aida memory, whereas they were normally displayed in reading the pt data follow-up file using another programmer.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.